Event description:
It was reported by the contact that the customer was receiving multiple occlusion alarms. The customer indicated that the alarms were being rec'd during bolus and basal delivery. The customer's blood glucose level was 360 mg/dl. The customer changed the cartridge and the occlusion alarm was resolved.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.